Event description:
The customer reported a ventilator displayed carbon dioxide (co2) rebreathing risk message during clinical use. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that the exhalation port may be occluded or that they may need to replace the flow sensor assembly and provided the part identification number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The rse advised the customer that the exhalation port maybe occluded or that they may need to replace the flow sensor assembly and provided the part identification number. Moreover, it was reported by the philips field service engineer (fse) that the flow sensor was replaced and that solved the reported issue. The performance verification test was completed and successfully passed. No other anomalies were reported.

Manufacturer narrative:
The product investigation lab (pil) technician duplicated the 1203 "low leak-co2 rebreathing risk" alarm error. The pil technician verified that the suspected flow sensor assembly grossly failed all flow accuracy testing. Through further analysis and troubleshooting, the pil technician confirmed that the cause was due to a faulty u1 on the airflow sensor portion of the flow sensor assembly. The u1 on the airflow sensor contains a 16.1 ohm short between pins 3 and 4 (heater portion of the sensor). A nominal resistance between pins 3 and 4 of the u1 should be approximately 600 ohms. With the temporary install of the standard test bed (stb) airflow sensor to the flow sensor assembly, the pil technician verified that the flow sensor assembly operated as expected.